Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the programmer was turned on, error message was displayed at the top of the screen indicating that "critical software error". It was also reported that when attempt was made to interrogate the implantable device, "generating full report" screens appeared and the display stopped responding. Troubleshooting steps were performed by power cycling. Only after three minutes, error message disappeared and the display started responding. However, after several restarts, the behavior persisted. No patient complications have been reported as a result of this event.